Manufacturer narrative:
Thv tvt registry. Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant approximately 8 months post implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 8 months post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient implant registry, approximately 8 months post implantation of a 26mm sapien 3 valve in a pre existing surgical valve, both valves were explanted and replaced with a non edwards valve. The cause of the explant is unknown.

Manufacturer narrative:
Corrected data: b1, b2, h6 health effect-clinical code, device code, type of investigation, investigation findings, investigation conclusions. Additional information: b5, b7, h10. The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to severe native calcific aortic stenosis or failure of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that the cause of the thrombus was due to patient factors (patient was not compliant with anticoagulation) a complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
Additional information: medical records were received and determined approximately 8 months post implantation of a 26mm sapien 3 valve in a pre existing surgical valve, both valves were explanted and replaced with a non edwards valve due to a thrombosed aortic valve. Per the medical records, the patient was non compliant with anticoagulation therapy. Per the received echo report, the patient has a large mobile mass seen on the tavr. Transvalvular pressure gradients for this type of valve are significantly increased. There is severe stenosis, mild regurgitation and mild pv regurgitation. Avmg of 84mmhg. As compared to a previous echo, the aortic stenosis has worsened.